Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The sensing vector at the time of the shock was set to the primary vector. Technical services discussed some testing options. Later, the patient had another inappropriate shock. This time it was due to the oversensing of noise. Baseline noise most was oversensed and a shock delivered. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.